Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins was overdischarge. There were no factors that contributed to the issue. It was indicated that the rep could not interrogate the device. No actions were taken at this time but it was indicated that the patient would be getting a replacement. The issue was not resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.